Event description:
It was reported when using the unspecified bd vacutainer tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "four clotting items were taken from the patients. When labeling test tubes, the bottle was found without label information such as batch number and expiration date."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown.